Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accu tni result generated by the unicel dxi 800 access immunoassay system for a single patient. An initial accu tni result was 0.59 ng/ml and 0.19 ng/ml upon repeat. It is unclear if the results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The specimen was collected in a bd lithium heparin tube and was centrifuged in power processor for 4 minutes. No system check or qc data provided for this instrument to date. Bci rep spoke to customer on 05/13/2008 and customer indicated that they have a sample handling issue. Bci applications specialist contacted customer to offer assistance and customer declined. Per customer, they have recently established a new lab protocol regarding results release. A clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.